Manufacturer narrative:
(B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2018-00041 / 00043).

Event description:
It was reported that during a procedure performed on an unknown date, the tips of one (1) retention bone-screw driver (39-sp-0601) and two (2) reform driver with mechanical lock (hxx-39-0001) broke while attempting to insert a screw. The tips were easily removed and additional screwdrivers were readily available. The screw was ultimately seated successfully without significant delay or any harm to the patient.

Manufacturer narrative:
The tip of the driver is missing. The fractured surface was reviewed with the aid of a 5x loop noting that the driver fracture surface is sheared in a plane perpendicular to the drivers longitudinal axis. This is consistent with a shear ductile overload failure. The cause for the failure is likely due to high torque application, but low cycle fatigue cannot be ruled out. The reason for the need to apply high torque is unknown other than the need to seat the screw to the desired depth. Review of device history records found a total of fourteen (14) pieces released for distribution in (B)(6) 2015 with no deviation or anomalies. Two-year complaint history review found this to be the only report for lot 00085up. No corrective actions are being recommended since this appears to be a repeated attempt to seat a screw which may have been seated as far as practical versus being an issue with the product. This report is number 3 of 3 mdrs filed for the same event (reference 3005739886-2015-00041/00043).